Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. The patient recently underwent a lead revision procedure where the lead was surgically abandoned. There were no adverse patient effects reported.